Event description:
On (B)(6) 2013, the lay user/patient in USA contacted lifescan to report the one touch ultralink meter was giving inaccurately low readings with the control solution. The patient obtained the control solution readings of 111 mg/dl on the reported meter. There was no patient injury associated with this issue. As the issue was not resolved and the results fell out of range for the lot of test strips in use, this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The patient's products have been returned to lifescan for evaluation; however, the evaluation process has not yet been completed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of lifescan of any deficiency in the performance of the device.

Manufacturer narrative:
Follow-up # 1 (05/06/2013)-device evaluation: the products involved with this complaint have been returned and evaluated by product analysis (pa) respectively on (B)(4) 2013 and (B)(4) 2013 with the following findings: the control solution was evaluated and the primary complaint was not confirmed; however, a secondary issue was noted where the control was found to have high glucose content. The test strips passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.